Event description:
Bayer case number: (B)(4) severe tiredness [fatigue extreme] , phantom smells [parosmia] , muscle pain [muscle pain] , muscle and joint pain [arthromyalgia] , gum recession [gum recession] , tinnitus [tinnitus] .. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe tiredness") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 204 days after essure insertion, she experienced fatigue (seriousness criterion medically important), parosmia ("phantom smells"), myalgia ("muscle pain"), arthralgia ("muscle and joint pain"), gingival recession ("gum recession") and tinnitus ("tinnitus"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to parosmia, fatigue, myalgia, gingival recession, tinnitus or arthralgia. The reporter commented: phantom smells (I smell strong cigarette odors even though no one is smoking, or very strong petrol smells even though I'm at home). Gum recession (I now have almost a full set of dentures on my upper teeth). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.